Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, customer¿s blood glucose level displayed "high". Elevated glucose was resolved by correction bolus via the pump. Customer was advised to discuss alternate method of insulin therapy with their health care provider.